Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The symptom was found to be caused by a failed lower latch switch on the lower auxiliary assembly. The failed lower auxiliary assembly, which contains the latch switch, was replaced.